Event description:
Information received by medtronic indicated that the customer reported on pump physical/cosmetic damage. It was also reported that the pump was not pushing the insulin and piston was not moving in the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to the backup plan as per health care professional instructions and a serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self-test. However, constant insulin flow blocked alarm noted during priming due to moisture damage to motor assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus eighteen times between 03/02/2024 04:30:37.000 to 03/03/2024 16:03:18.000 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, damaged display window cover, corroded battery tube, corroded motor home switch. Cosmetic damage at battery compartment was confirmed. However, constant insulin flow blocked alarm noted during priming due to moisture damage to motor assemblies. Was unable to perform required test due to constant insulin flow blocked alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.